Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with episodes exhibiting atrial lead noise. Review of the episodes confirmed the signal was noise and not electro-magnetic interference (emi). The amplitude was too large to program around, so lead revision was recommended. The patient was asymptomatic.